Event description:
Customer reports back to back testing to a professional meter while using the aviva system with results of 309 mg/dl on customers meter and 148 mg/dl on professional meter. No quality controls were run. No adverse event reported. Customer no longer has strips; a replacement was sent.